Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an 9f delivery sheath was used, there was not any angulation or kink in the delivery system was noted, and there was not any interaction with cardiac structures during deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was chosen for implant. During deployment, it was noticed the device had a cobra deformation. A decision was made to abort the procedure and admit the patient for surgery to close the defect. It was reported the deformed device was never released from the delivery cable while inside the patient, there was no interaction with any cardiac structures during deployment, and there was no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay to the procedure. The patient status was reported as stable.